Event description:
Seventeen-day-old pt was seen in ER for foreign body in parietal area of scalp. Foreign body was the coiled wire of a fetal scalp electrode (fse) which had broken free of its hub upon application. Two scabs noted around wire. No edema, erythema, or damage noted. Fse was applied 8/8/95 and another fse was used to monitor due to the wire separating. At time of delivery, the coiled wire could not be found on newborn.